Event description:
Affiliate reported that the child had an epileptic seizure. Therefore, the valve was examined. On an x-ray, they recognized that the stator was dislodged. Therefore, they decided to explant the valve and replace it with a new one.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. A visual examination of the valve revealed that the stator was dislodged; therefore, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: the valve casing was cracked, which could have been caused by some form of impact causing the stator to be dislodged. This however cannot be confirmed. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. In addition, enhancements were made to the stator stamping tool, which was designed to minimize this type of dislodgement. This device was manufactured prior to this enhancement. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.